Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information indicates the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Patient weight is unknown. Date of event is estimated.

Event description:
It was reported the patient stopped recharging their ipg over an extended period of time. As a result, the patient's ipg has become inoperable. In turn, the patient's ipg might be replaced.